Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device on contralateral side during the same surgery.